Manufacturer narrative:
This case involved a second repair of a tibialis anterior tendon. A cadaveric tendon (allograft) was used to bridge a 6 cm gap in the native tendon. The orthadapt bioimplant was placed as an onlay and sutured over the top of the allograft and the native tendon using non-absorbable sutures. The orthadapt is not recommended for use with non-vascularized tissue. Patient rehab after the initial repair included immobilization with a below-knee cast boot, non weight-bearing instructions and crutches. Physician reported that the patient was non-compliant with these instructions, removing the boot early and commencing weight-bearing activities, including cycling, 2 weeks post-op. The discharged material from the first procedure was not cultured, however, the path report suggests bacterial infection due to the numerous neutrophils within fibrous exudate and infiltrating graft material. The case assessment, based on the provided information, could not determine the specific cause of the event; however, placement of the orthadapt over the cadaveric tendon (allograft), patient non-compliance post-surgery and possible infection may have contributed to this event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Patient presented with swelling, redness and abscess over the surgical incision approximately 3.5 months after a secondary repair of a tibialis anterior tendon rupture with allograft and orthadapt bioimplant augmentation. Seven weeks later, discharge and possible graft protrusion from the incision was noted and excised. The patient was treated with oral antibiotics, soaks and compresses. One week later, I&d abscess and orthadapt bioimplant removal was performed.